Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that the nc trek bent during advancement through the guide catheter. When the device was approximately 70 cm into the guide catheter, an attempt was made to straighten the shaft, but it separated, proximally, outside of the anatomy. Reportedly, the nc trek seemed to break too easily. The device was removed without intervention. There was no adverse patient or a clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported bend and separation were confirmed. Difficult to position/guiding catheter resistance could not be performed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the nc trek instructions for use states: do not use, or attempt to straighten a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Based on the information reviewed, there is no indication of a product deficiency.